Event description:
It was reported that the patient was in the operating room for a normal device change-out. During the procedure, the right ventricular lead was noted with insulation break. The lead was capped on 02/06/2018. The patient was stable before, during, and after the procedure.